Event description:
Reporter alleged obtaining the results of 12 mg/dl and 108 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took her oral prescription medications (documented as 500 mg of metformin for diabetes) about 2 hours prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.